Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 175, 150 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: the 144mg/dl (B)(6) 2017 12:00 am fasting:yes, the 150mg/dl (B)(6) 2017 12:00 am fasting:yes, the 146mg/dl (B)(6) 2017 12:00 am fasting:yes, the 175mg/dl (B)(6) 2017 12:00 am fasting:yes, the 139mg/dl (B)(6) 2017 12:00 am fasting:yes. Memory concerns: all results are fasting and the time/date are subjective to the customers records.